Manufacturer narrative:
Based on the limited info provided the root cause of the pt's pain cannot be determined. Should add'l info be provided to further this investigation, this report shall be updated.

Event description:
It was reported that the pt experienced pain in their reconstructed knee. On (B)(6), 2010 the pt underwent a left knee arthroplasty with joint irrigation, debridement, and partial synovectomy. The knee showed no signs of infection and no components were loose or damaged. Preceding or contributing events: the pt had previously had an infection in his total knee replacement secondary to trauma and recurrent bacterial infection.